Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Investigation results: no sample was provided for investigation, however a photo of the affected product was provided and it was confirmed that the needle was not attached to the thread. Without sample(s) additional analysis is not possible, cause can not be determined. Analysis and results: there are no previous complaints of this code batch. (B)(4) of this code batch were have manufactured and distributed in the market and there are no units remaining in stock. Corrective/preventive actions not required.

Event description:
It was reported that during a test/demo, it was noted that the needle was detached from the thread inside the package. No patient involvement. Product was discarded, picture was provided for investigation.